Event description:
Olympus (omsc) was informed that the customer endoeye flex deflectable videoscope was returned to service/repair for a reported ¿gum pinhole¿ found during an unspecified event. However, upon service inspection and testing, the adhesive at the distal objective lens was found peeled off. This report is being submitted to capture the adhesive malfunction/peeling at the distal end. No death, injury or harm was reported.

Manufacturer narrative:
The customer¿s reported issue was confirmed as the scope failed the air/water leak test due to holes in the bending section cover. A portion of the adhesive of the distal objective lens is peeled off and missing. Additionally, switch (1) is discolored. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available this medical device report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to date rec¿d by MFR of the initial medwatch. The aware date should be 13-apr-2022. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the defect was caused by stress of repeated use, external factors, or handling. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information.